Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement at the time of operation, the foley catheter had no urine flow at all.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement at the time of operation, the foley catheter had no urine flow at all.

Event description:
It was reported that during placement at the time of operation, the foley catheter had no urine flow at all.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received seven (7) photo samples. Six (6) photo samples showcase an overview an all-silicone foley catheter and its packaging. Seventh photo sample showcase a piece of paper with native writing. Visual: received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjn1793. Further inspection noted the inflation cap was disconnected. Placed inflation cap on inflation valve. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement at the time of operation, the foley catheter had no urine flow at all.

Manufacturer narrative:
"The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjn1793. Visual inspection noted the inflation cap was disconnected. Also, visual inspection noted a small blockage of excess silicone inside of the drainage lumen. Attempted to flush drainage lumen with d.I. Water and only a small amount could pass through the blockage. Blue methylene solution was injected into the drainage lumen to better see the blockage. After injecting solution, only a little could go pass the blockage. " risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Corrections made to tab f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.